Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight is not provided / unknown. The reported device was received for evaluation. The reported condition of a fractured implant was confirmed. Visual evaluation of the as returned product identified both pieces were returned from a completely fractured implant. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Doctor reports that the oss311 implant had fractured and was removed. Tooth site # 8.